Manufacturer narrative:
Concomitant medical products: 47701, lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and an elevated heart rate. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and intermittent over-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.